Event description:
It was reported that during a sigmoidectomy procedure, the staples did not close at all on one side. Had to hand sew the anastomosis using stitches. There was no adverse pt consequence.